Event description:
The distributor reported that, the dressing package was unstitched/shredded and was found during undressing. The product was not used. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Device 4 of 5. E1: complainant information: based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Manufacturer narrative:
Emdr retraction: the initial emdr with manufacturing report number (9618003-2025-01110), was submitted on 27-mar-2025. However, as per additional information received that this issue is not related to opened package. The cause of this defect is that the release paper separates from the dressing, and when the dressing is taken out, the release paper remains in the packaging. Now, this case has been determined to be non-reportable. Hence, this emdr is being submitted to retract the initial emdr. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Emdr retraction: the initial emdr with manufacturing report number (9618003-2025-01110), was submitted on 27-mar-2025. However, as per additional information received that this issue is not related to opened package. The cause of this defect is that the release paper separates from the dressing, and when the dressing is taken out, the release paper remains in the packaging. Now, this case has been determined to be non-reportable. Hence, this emdr is being submitted to retract the initial emdr. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.